Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the lungs during a laparoscopic segmentectomy procedure, the device did not fire and the black circle of the arrow indicating the handle broke off. The device was replaced to complete the case and resolve the issue. There was no patient injury.